Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified brachial vein. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon catheter was selected for use. During the procedure, the balloon ruptured in a pinhole form upon first inflation at 6 atmospheres for 2 seconds. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.